Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 598 mg/dl. The customer was admitted to (B)(6) hospital on (B)(6) 2015. The outcome of the hospitalization that they had her insulin drips, manual injections and the insulin pumps. It was explained to the customer the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to call the healthcare provider for unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.